Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a fracture in the catheter leg is confirmed, and the cause appears to be use-related. Visual observation shows from the condition of the catheter, including depth mark wear, adhesive accumulation on and around the hub, and blood residues, that this catheter was in use for some time. Functional testing found the red/blue lumen to be easily flushed. The white/blue lumen flushed somewhat before occluding again, and the gray/blue lumen hardly flushed at all. No leak was initially found, but after manipulation of the white/blue lumen extension leg a spraying leak was found in the extension leg near the hub. Microscopic evaluation found that the hole was shaped as an arc and that scratches occurred near the hole more or less parallel to the hole. The hole and scratches are consistent with damage from a tool which contacted with the extension leg. Such damage, especially considering the region in which this damage was found, less than 1 cm from the trifurcation, may occur during dressing changes. In addition, it is known that the device was in use for some time before this event manifested itself. This complaint is confirmed and is found to be likely use-related. The ifus for powerpicc solo catheters state the following: ¿avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smooth-edged atraumatic clamps or forceps.¿ a lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Facility reported that the patient was admitted with existing 5 fr triple lumen power PICC solo inserted. Nurse noted leaking of IV fluids in leg of PICC when flushed. Leaking was noted from the fracture of the leg of the PICC. PICC was disconnected due to fracture and removed. No patient injury was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Facility reported that the patient was admitted with existing 5 fr triple lumen power PICC solo inserted. Nurse noted leaking of IV fluids in leg of PICC when flushed. Leaking was noted from the fracture of the leg of the PICC. PICC was disconnected due to fracture and removed. No patient injury was reported.